Manufacturer narrative:
The customer was unable to provide a lot number therefore a device history record could not be reviewed. A sample was not returned to manufacturing, but a photograph was provided for analysis. An examination of the photograph depicts that the line was detached from the cassette causing the unit to leak. A probable root cause could be manufacturing related or could be related to the manner that the product is handled if the silicone tubing is pulled, causing the detachment. Without the actual sample to evaluate, this complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported leaking from the tubing for the enteral feeding set before in-use on patient.